Event description:
The customer stated that they called the emergency room to ensure that they were thinking clearly to make the correct steps for correcting their blood glucose level. The customer did not physically go to or receive treatment from the emergency room. The customer delivered three fourths of the insulin pump's reservoir insulin into their body. And, whoever they spoke with during the emergency room phone call, told the customer to eat carbohydrates. The customer rewound the insulin pump and during priming the piston did not stop, it was seating on the end of the reservoir. But this did not register on the device; the customer did not see any numbers. Troubleshooting was performed and the insulin pump did register the reservoir. The customer's blood glucose was 251 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.